Manufacturer narrative:
Conclusion: six fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. It was reported that the implanting team was not able to position the pigtail catheter in the non-coronary cusp (ncc). One of the fluoroscopic images reveals a properly seated pigtail catheter in the ncc. The images provided do not allow for an accurate assessment of the difficulties encountered during the implantation attempt. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. It was reported that the patient lack of leaflet calcification and tortuous ilio-femoral anatomy contributed, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case the hypotension may be related to the procedural delay that occurred due to the implant and replacement attempts, however a conclusive cause could not be determined from the limited information available. Hemodynamic instability is typically related to patient factors, and/or procedural effects (sheath used, user technique, closure device, etc.). In this case the hemodynamic instability may be related to the procedural delay that occurred due to the implant and replacement attempts, however a conclusive cause could not be determined from the limited information available. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutpro-29, serial/lot #: (B)(6), ubd: 18-mar-2024, UDI#: (B)(4); product ID: envpro-16, serial/lot #: (B)(6), ubd: 24-jan-2025, UDI#: (B)(4). Concomitant products: product ID: sensh1628w; product lot/serial number: (B)(6); product type: introducer product ID: gwbc30; product lot/serial number: (B)(6); product type: guidewire product ID: l-envpro-16; product lot/serial number: (B)(6); product type: heart valves product ID: unknown; product lot/serial number: unknown; product type: pigtail catheter product analysis: no products were returned. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be provided due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the patient's native aortic valve was without calcification on the cusps and did not allow stability during all implantation attempts. The left femoral access pathway was quite tortuous and did not allow the pigtail catheter to be positioned in the non-coronary cusp (ncc). Puncture of the right subclavian artery was performed, but it was also not possible to position the pigtail catheter in the ncc. It was necessary to change the delivery catheter system (dcs) due to recapture attempts. The proctor and implant team decided to suspend the procedure due to the patient's instability after attempts to implant the valve. It was reported that the valve was not implanted due to the patient's anatomical difficulties. The patient's hospitalization was extended as a result. It was reported that the patient will undergo open heart valve surgery because the physician was unable to implant the transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the patient lack of leaflet calcification and tortuous ilio-femoral anatomy contributed. Three implantation attempts were made. It was reported that a procedure delay occurred due to the implant and replacement attempts. The patient experienced hypotension as a result. According to the transcatheter valve implant physician, the patient was under consultation with the cardiac surgeon, however the outcome is not known.